Event description:
It was reported that, during a shoulder procedure, the t-max shoulder positioner was slowly going back. The procedure was completed using bands tied around the chair and or staff holding up the chair; nevertheless, the surgery was not delayed. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the struts had too much play while the device was in the vertical position. The unit failed the weight test. The chair would move approximately 3 inches with downward pressure without depressing the release handle. The complaint was confirmed and the root cause has been associated with seal failures within the device¿s struts. A complaint history review found related failures. This failure mode will be trended to assess for any necessary corrective actions. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time. Correcction: h5 updated.